Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) hosp data. Patient ID: (B)(6). It was reported that on (B)(6) 2015, a 3.5 x 33 mm xience xpedition stent was successfully implanted in the left anterior descending (lad) artery with 99% stenosis. The patient was discharged on (B)(6) 2015. Information received from the 4 year follow-up on (B)(6) 2019, indicated that on (B)(6) 2018, the patient was re-hospitalized for intermittent chest tightness and pain for 4 years and aggravated for 7 days, which was diagnosed as coronary heart disease. Medication was provided and the condition resolved without sequela. Coronary angiography performed on (B)(6) 2018 showed no obvious stenosis of the left main coronary artery, the occlusion of the proximal middle segment of the anterior descending branch, the faint development of the selected segment through the lateral branch, and the scattered cyclobranches in the plaque. An 80% tubular stenosis was observed in the proximal segment of the right middle coronary stents; anterior descending percutaneous coronary intervention was performed. On (B)(6) 2018, the patient was discharged home. Per physician, the event was not related to the device. No additional information.

Manufacturer narrative:
Internal file number - (B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.